Event description:
Camcable; camino cable did not detect or display the temperature.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.